Event description:
It was reported that the patient underwent an atrioventricular node ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified foreign material in the dome area. During the procedure, there was an error 105 on the carto 3 system, which represents a catheter sensor error. This occurred after the thermocool® smart touch® sf bi-directional navigation catheter was connected to the patient interface unit (piu). The thermocool® smart touch® sf bi-directional navigation catheter connections were re-seated without resolution. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and magnetic sensor functionality test of the returned device were performed. Visual analysis revealed foreign material in the dome area. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as errors 105 and 401 appeared on the system. Then, the handle was dissected and sensor pads were measured, and were found out of specifications due to an open circuit on the tip area. Then, a fourier transform infrared spectroscopy (ftir) was performed and revealed that the foreign material shows vibrations correspondent to methacrylate-based material, slight variations suggest material modifications; however, source of origin and cause of changes remains unknown. A manufacturing record evaluation was performed for the finished device 31513500l number, and no internal actions related to the reported complaint condition were identified. The magnetic sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The foreign material was unrelated to the reported event, the potential cause could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).